Event description:
A patient reported experiencing inaccurate low results with their meter. The patient's blood glucose results were 144 compared to the lab's 229 mg/dl. Tests were done within 10 minutes with a difference of 30%. Checkstrip test was within limits. Patient did not experience any adverse events. No further information has been reported.